Manufacturer narrative:
Company rep evaluated the unit and was unable to duplicate the problem. As a preventative maintenance the unit's mpm module was replaced. Unit was calibrated and safety test to factory's specs.

Event description:
Customer reported the dpm 6 monitor did not display a ECG waveform, which may have affected patient monitoring. No pt injury was reported.